Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and observed a separation but by the nature of the sample evaluation, no additional test was performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of IV (intravenous) tubing sets ¿presented with tubing cut in half, none leaked onto the floor¿. This was identified at unspecified process steps. The IV tubing was in use with carboplatin bags. As a result, the bags were replaced by the pharmacy. There was no patient injury or medical intervention associated with this event. No additional information is available.